Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto-zero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips service engineer reported that the issue was not duplicated by a test run performed. It was then reported that the occurrence of the "check vent: machine pressure sensor auto zero failed" (diagnostic code: 1108) was confirmed in the event log. As a result, the solenoid valves 2 and 4 were replaced.